Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had a cp fail to deliver for a patient admitted in with plan for a hrpci. The native anatomy prevented the delivery.

Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. No product was returned. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had narrowed anatomy preventing successful delivery of impella. Device history review: the device passed all the post sterile inspection checks.